Event description:
It was reported by the patient that she was not very happy with the unit. The 63b electrodes caused a skin irritation on the first day, and she continued using the electrodes. She did not follow the instructions from customer service who previously told the patient to discontinue use of the previous electrodes which caused skin irritation and to start a time test after her skin is fully healed, with the 63b electrodes. The patient had an appointment with her doctor, who told her to discontinue use. The patient she wants to return the unit as she does not want to continue using it. It was reported that no further information is available.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted. Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown.

Manufacturer narrative:
Corrections - b4 date of this report added, b5: updated the product was not returned for evaluation, d3 manufacturer address and email address, g1: contact office and manufacturer site, g6 type of report, h6 method. Additional information - d9: device not available for evaluation h6: investigation type, findings, and conclusions, h8, h10: additional narrative, h11 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6)e medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trends.

Event description:
It was reported by the patient that she was not very happy with the unit. The 63b electrodes caused a skin irritation on the first day, and she continued using the electrodes. She did not follow the instructions from customer service who previously told the patient to discontinue use of the previous electrodes which caused skin irritation and to start a time test after her skin is fully healed, with the 63b electrodes. The patient had an appointment with her doctor, who told her to discontinue use. The patient stated she wants to return the unit as she does not want to continue using it. It was reported that no further information is available. The 63b electrodes were not returned for evaluation.